Event description:
The account alleged that the head of the bed is slowly drifting down. No pt impact.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.